Event description:
It was reported that during a routine replacement there was no cerebrospinal fluid dripping from the catheter. A new catheter was pl aced by taking down a spinal fusion. The patient was hospitalized and reprogramming was done. The patient had increased spasticity. The system was being used to deliver gablofen (200 micrograms per day). Additional information received reported the catheter was spinal.

Manufacturer narrative:
Product ID 8709 lot# l61551, implanted: 1999 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).